Event description:
It was reported the patient¿s device underwent an electrical reset. The patient arrived with her neurostimulator stopped. The old programming was replaced by the factory programming. The patient had no symptoms. The neurostimulator was restarted and reprogrammed. The event was recovered on (B)(6) 2015. The event was assessed by the investigator as not serious, related to the stimulation and not related to the procedure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not have any symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).